Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same month as diagnosis. The patient received continuous unspecified treatment for the event; however the patient was not recovering. On an unreported date the month prior to receipt of this report, the patient was discharged from the hospital. On an unreported date the same month as receipt of this report, pd therapy was changed to hemodialysis. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.